Event description:
It was reported to boston scientific corporation on july 11, 2008, that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2008. According to the complaint, during the procedure, the "tip was split." No fragments reminded in the patient. The procedure completed with a second hydratome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received, but an evaluation is not complete. Therefore, a failure analysis is not available, and the cause of the tip damage is undetermined.